Event description:
A malfunction related to a pump was reported, identified by a malfunction code labeled "malf 0" and fault ID 0-0x29b0, which was confirmed twice with the customer and found to be non-resettable. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support arranged for the pump's replacement and provided instructions for the storage and return of the malfunctioning pump, as well as guidance on the steps required upon receiving the replacement pump. The customer was instructed to use multiple daily injections as backup therapy during the interim.